Event description:
It was reported that during a routine check it was observed the cs300 intra-aortic balloon pump (iabp) had a doppler that was not working. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: a1, b4, b5, b6, b7, d11, e1(initial reporter, event telephone & event site email), g4, g7, h2, h6(health effect - impact code), h10, h11 corrected fields: d5, g1(contact person) the fse has advised that the customer bought a new probe for doppler and the unit is suitable for clinical use. There was no service performed, since the customer purchased and replaced the doppler themselves. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Additional information is being requested in regards to whether or not the customer has requested for getinge to service the iabp unit involved. A supplemental report will be submitted when additional information is provided. (B)(6). Device not returned to manufacturer.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a doppler that was not working. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
N/a.

Manufacturer narrative:
Additional information:e1(event site postal code-35620).